Event description:
It was reported that a user experienced hyperglycemia after a supply change, with glucose rising to 401 mg/dl and later trending downward to 262 mg/dl after the user filled the tubing and cannula and resumed insulin delivery on the ilet system; the cause of the hyperglycemia was unclear. Investigation included technical support troubleshooting and user guidance to replace the infusion set and prime the system. Investigation of this case revealed that insulin delivery resumed after priming the tubing and cannula, and no device malfunction was observed. Symptoms included thirst associated with elevated blood glucose. Outcomes included user-performed troubleshooting and education with continued device use without hospitalization. It was concluded that the event was related to hyperglycemia with an undetermined cause, and no device failure was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.